Manufacturer narrative:
The reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies.

Event description:
It was reported that the patient presented during implant procedure. Upon interrogation, it was noted that the implanted lead exhibited failure to capture, high capture threshold, and high pacing impedance. The procedure was completed using an alternative lead on (B)(6) 2021. The patient was in stable condition.